Event description:
It was reported that at 2034 fentanyl was programmed for an ed patient at a rate of (25 mcg/hr. 2.5 ml/hr.) (10 mcg/ml/100ml).the customer stated: ¿ that at 60-90 minutes bag was emptied per infusion report and stopped at 21:14 (45 min)." Other infusion at the time of the event was propofol infusing at an unspecified rate. The event occurred in critical care unit. The customer confirmed that there was no impact to the patient. The IV tubing was in use for 2 hrs. When the event occurred.

Manufacturer narrative:
The report of a fentanyl infusion bag emptying faster than expected was neither confirmed nor reproduced. Physical inspection of the device found the instrument seal intact. The pcu event log shows that an infusion of fentanyl was programmed on (B)(6) 2019 at 8:32 pm at a rate of 2.5 ml/h and with a vtbi of 100 ml. During the infusion, the device alarmed channel_malfunction (bottle side pressure sensor failure) at 8:47:37 pm, and the infusion stopped after approximately 14 minutes. The total volume infused was 0.54 ml. The recorded channel malfunction (bottle side pressure sensor failure) is considered to be an incidental finding and not related to the reported complaint. The device was reassigned from unit label a to b at 9:00 pm. Channel off was selected twice by the user at 9:00:01 pm and 9:00:09 pm, with the infusor stopping on both instances. The device was reassigned from unit label b to a at 9:14:47 pm. At 9:14:57 pm, the device was removed with a total volume infused recorded to be 0.54ml. Total infusion time was approximately 14 minutes. No obvious programming errors were found during the log review. Rate accuracy testing performed found the device delivering fluid within specification and internal inspection found no irregularities. Additional testing was performed in response to the pressure sensor error code. Visual inspection of the upper pressure sensor found no irregularities. The upper pressure sensor voltages were within specification. Infusion testing completed with no errors or malfunctions. The root cause of the report of a fentanyl infusion bag emptying in 60-90 minutes was not identified. The exact root cause of pressure sensor failure code 240.4150.0 could not be determined.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Customer decline to provide initials/dob. Unknown model or lot provided by customer.

Event description:
It was reported that at 2034 fentanyl was programmed at a rate of (25 mcg/hr. 2.5 ml/hr.) (10 mcg/ml/100ml).the customer stated: ¿ that at 60-90 minutes bag was emptied per infusion report and stopped at 21:14 (45 min)." Other infusion at the time of the event was propofol infusing at an unspecified rate. The customer confirmed that there was no impact to the patient. The IV tubing was in use for 2 hrs. When the event occurred. Although requested here was no additional event details provided at this time